Event description:
Lens opacification, dark deposits observed at 12 months postoperative. Pt visual acuity at last examination was 20/200. The lens remains implanted in the pt's eye.

Event description:
Lens replaced due to lens opacifications.